Event description:
Information received from the field notes that initial reasons for implant were atrial fibrillation with slow ventricular response, long qt syndrome and ventricular tachycardia. Further episodes of ventricular tachycardia were noted as well as possible capture and sensing anomalies. Therefore, a new device was placed.